Event description:
It was reported that the fiber tip broke after 60441 joules and 10 minutes of use. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the fiber tip broke after 60441 joules and 10 minutes of use. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge/distal circumferential fracture. In addition, the fiber proximal to the fracture can rotate independently of the metal cap, indicating a glue failure. The metal cap exhibited severe charred debris adhesion on its surface which suggests prolonged tissue contact during procedure. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results, the reported fiber break was not confirmed. However, a distal circumferential fracture and a glue failure was identified. It is probable that the identified debris adhesion found on the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including distal circumferential fractures and glue failures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question as no fiber break was identified and the firing output rate was below the threshold for potential patient harm.